Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visually inspected the sensor and no damage was observed. Sensor plug was not properly seated. Sharp was observed to be stuck inside sensor plug assembly. Unable to perform further investigation due to no product returned. Therefore, this issue will be closed to no product returned. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. Customer¿s adc sensor needle of the applicator had remained in their arm as a result, the customer experienced pain. Customer treated themselves by removing the needle of the applicator from their arm. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. Customer¿s adc sensor needle of the applicator had remained in their arm as a result, the customer experienced pain. Customer treated themselves by removing the needle of the applicator from their arm. There was no report of death or permanent impairment associated with this event.